Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's operative report only. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. Without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2001 - patient underwent implant of an unspecified "2 x 6 piece of marlex mesh" during a laparoscopic pelvic procedure. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.